Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer is questioning the results generated between the axsym digoxin ii and axsym digoxin iii assays. For example, a patient sample generated a result of 0.67 ng/ml on axsym digoxin ii assay but the same sample generated 1.78 ng/ml on the axsym digoxin iii assay. There was no impact to patient management reported.